Event description:
It was reported that during a routine generator change, the pulse generator was being removed and exhibited inhibited pacing after being exposed to electrocautery. The device was explanted and replaced.